Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set tape not sticking event to skin on (B)(6) 2026. Blood glucose level was high at the time of the event and patient took correction bolus to resolve the issue.